Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two full breached outer insulation degradation at 4.8 and 5.0 cm adjacent to the connector boot region exposing the outer coil. All other damages found are consistent with procedural damage. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.